Manufacturer narrative:
Device manufactured between february 22, 2018 to february 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of clearlink, non-dehp solution sets were leaking. It was further reported that there was a disconnection where the drip chamber and tubing meet. This issue was identified during setup and preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.